Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed; analysis revealed the helix was disengaged from helical channel. The distal conductor was distorted and there was blood/body fluid (not obstructed) on it. There was an overstress fracture of the proximal conductor, the helix was distorted/bent, there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. The lead was stretched, there was a deformation/fracture in the proximal section of the inner coil, and the lead was damaged at implant. Visual analysis noted that the helix had been over-retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.

Event description:
It was reported that during the implant procedure, the physician attempted to reposition the lead; the helix was retracted, however, was unable to deploy in order to fix the lead. The attempted lead was explanted and replaced. There were no patient complications reported as a result of this event.